Manufacturer narrative:
(B)(4) . A wallflex biliary rx uncovered stent and delivery system were received for analysis. Visual examination of the returned device found the stent was received partially deployed. The outer sheath was returned stretched out in the guidewire access sheath (gas) section and the gas ramp was found lifted. The inner shaft was returned kinking out of gas. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. The outer diameter (od) of the stent was measured and as found to be within specifications. No other issues were noted to the stent and delivery system. The reported event of inner sheath kinked and stent partially deployed were confirmed; the inner sheath was kinked out of gas and the stent was partially deployed when received for device analysis. The reported event of delivery system difficult to remove could not be confirmed as this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The damages noted on the delivery system may have been a result of excessive force applied to the device during the attempted deployment. The investigation concluded that the reported events and the observed failure were likely due to factors encountered during the procedure. It may be how the device was handled or manipulated, the interaction of the device with the scope and/or the tortuous anatomy of the patient, limited the performance of the device and could have contributed to the inner shaft kinking out of gas and the damages in the outer sheath; therefore, the stent could not fully deploy inside the patient. It may be that the delivery system was difficult to remove because the stent was partially deployed on the delivery system. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary uncovered stent was used to treat a hilar cholangiocarcinoma in the liver during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was unable to fully deploy and the stent was removed partially deployed on the delivery system. Reportedly, the inner sheath was kinked. Reportedly, it was noted that the delivery system was difficult to remove. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h10: a wallflex biliary rx uncovered stent and delivery system were received for analysis. Visual examination of the returned device found the stent was received partially deployed. The outer sheath was returned stretched out in the guidewire access sheath (gas) section and the gas ramp was found lifted. The inner shaft was returned kinking out of gas. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. The outer diameter (od) of the stent was measured and as found to be within specifications. No other issues were noted to the stent and delivery system. The reported event of inner sheath kinked and stent partially deployed were confirmed; the inner sheath was kinked out of gas and the stent was partially deployed when received for device analysis. The damages noted on the delivery system may have been a result of excessive force applied to the device during the attempted deployment. The investigation concluded that the reported events and the observed failure were likely due to factors encountered during the procedure. It may be how the device was handled or manipulated, the interaction of the device with the scope and/or the tortuous anatomy of the patient, limited the performance of the device and could have contributed to the inner shaft kinking out of gas and the damages in the outer sheath; therefore, the stent could not fully deploy inside the patient. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the directions for use (dfu) / product label. Block h11: blocks b5, f10, h6 (device code) and h10 (device analysis) have been updated based on record review on september 16, 2020.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary uncovered stent was used to treat a hilar cholangiocarcinoma in the liver during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was unable to fully deploy and the stent was removed partially deployed on the delivery system. Reportedly, the inner sheath was kinked. Reportedly, it was noted that the delivery system was difficult to remove. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Update based on review on september 16, 2020: note: based on further review of this event, the delivery system was noted to be difficult to remove when the stent was partially deployed on the delivery system, it was determined that the medical device report (MDR) was sent in error. The partial stent deployment may have caused difficulty during removal of the delivery system. The stent was not fully deployed inside the patient, therefore; the delivery system was not difficult to remove through a deployed stent. This event did not, and could not, lead to a serious injury. There is no opportunity for the failure to cause a patient injury if it were to recur. This event does not meet medical device reporting criteria and is not considered a reportable event.